Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sleeping and woke up to alarms. An electrical fault alarm occurred followed by a ventricular assist device (vad) disconnect alarm. The patient changed out the controller to the backup and contacted the vad team. The patient was readmitted for interrogation of the device and observation. No additional alarms were observed. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned device passed functional testing. A test driveline was able to securely connect to the controller and there was no evidence of contamination in the controller's driveline connector. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported event was confirmed through log file analysis which revealed 2 electrical fault alarms, 1 high watt alarm, and 9 vad disconnect alarms logged on (B)(6), 2018. The electrical fault alarms were logged at 12:59:52 and 13:00:34 due to an open phase on the front stator, resulting in single stator operation. The high watt alarm, logged at 12:59:53, was the result of the pump running on the single stator. The second electrical fault was immediately followed by a vad disconnect alarm at 13:00:35. These alarms are indicative of a brief intermittent connection of the driveline, followed by a physical disconnection of the driveline from the controller. 8 additional vad disconnect alarms were subsequently logged between 13:08:29: and 13:17:53, likely during the troubleshooting/controller exchange process. Considering that the d riveline mated properly with the patient¿s backup controller and (B)(4) mated properly with a test driveline during failure analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available I nformation, the most likely root cause of the electrical fault event may be attributed to an improper connection between the driveline and the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.